Event description:
The plaintiff's attorney alleged that the decedent experienced cardiovascular events on or about (B)(6), 2012 then subsequently expired after the use of the product.

Manufacturer narrative:
Med records were received on (B)(6) 2014 however; a comprehensive review is being processed. A follow medwatch will be submitted within 30 days of receipt. This is one event (death of three events reported for the same pt involving three separate products; associated MDR # 1225714-2014-04954, 1225714-2014-04955, 1225714-2014-04956, 1225714-2014-04957, 1225714-2014-04958, 1225714-2014-04959.